Event description:
It was stated that the device presented an occlusion issue. It is unknown if there was patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged and detached downstream occlusion (dso) seal. The reported problem was verified. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.